Manufacturer narrative:
The pipeline flex device has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing flow diversion of an unruptured, saccular aneurysm in the left internal carotid artery (ica). Vessel tortuosity was described as moderate. The devices were prepared as indicated in the IFU. It was reported that during the procedure, the pipeline flex was deployed and the "tip" could not be opened. Attempts were made to open the device without success. The physician withdrew the pipeline flex from the patient and found that the tip was "rough". There were no reports of patient injury in association with this event.

Manufacturer narrative:
The pipeline flex delivery system was returned for evaluation. The distal end of the pipeline flex braid was found fully opened with moderate fraying. The proximal end of the braid appeared fully open with no damage. Based on the customer's photo, analysis findings, and event description, the customer complaint could not be confirmed. The event cause could not be determined as the distal end of the returned pipeline flex braid appeared fully open. It¿s possible that the patient¿s vessel tortuosity and damaged braid may have contributed to the reported issue. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.